Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The patient was hospitalized for the peritonitis event. On the same day as the onset, the patient was treated with amikacin ( 500 mg, twice daily, route and duration not reported) and vancomycin ( 500 mg, twice daily, duration and route not reported) and cefazolin (1 gram, twice daily, duration and route not reported) for peritonitis. Two weeks after hospital admission, the patient was discharged from the hospital. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.